Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bottom drawer was not closing, and user found that latch was broken. Rebooted the station and recover the storage space but unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom drawer was not closing. A field service engineer found that the auxiliary unit hard stop screws had failed, allowing the hard stop to float at the back of the drawer, removed the drawer, replaced the screws, reinstalled the drawer, and booted up the unit, then tested the drawer using the final test in the hardware test application, confirmed the test was successful, and posted the results to the feed. The system functioned as intended after the field service engineer repaired the device.